Event description:
Customer reported the positive bus bar on the power cap module has not been insulated. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power cap module. System operates as intended. This MDR is related to ge healthcare complaint number.